Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported on (B)(6) 2012 because the meter allegedly has display issue. The issue was not resolved with troubleshooting. Replacement products were sent to the patient.

Manufacturer narrative:
Follow-up (2/28/2013)-device evaluation: the lay user/patients product(s) has been returned and evaluated by lifescan product analysis on (B)(4) 2013 with the following findings: the meter was found to have a damaged case and dirty display. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.